Event description:
Type of diluent: 1g glucose 5%, dextrose 5%. Fill volume: 250 ml. Flow rate 100 ml. Procedure: IV infusion. Cathplace: unknown. (Please reference 2026095-2014-00025/(B)(4)). Summary: a fast flow was reported. Incident as reported: "estimation of the volume infused: with 5 syringes of 50ml. It was a home pump 400ml 100ml/hr with a lot number 103488800 and it will be returned. Date fo the incident was (B)(6) 2014. Pump was filled with 250ml 1g glucose 5% at patient's home. The infusion started at 10:00 am and stopped at 11:30 am". Additional information: feb-07-2014: a total of 3 pumps will be returned, 2 used and 1 unused. (Same model/lot). Additional information: feb-25-2014. The 2nd reported pump was used on the same patient. The infusion went through quicker within 1h30 instead of 2h30. Taking into consideration that the patient had a blanket on her and the temperature was quite high at her place (patient information: 22 degrees celsius). Patient outcome: nothing to mention. Type of diluent: dextroze 5%. Where was the pump filled: at patient's place. Who discovered the incident: patient and nurse. Where was the patient when the incident was discovered: at home.

Manufacturer narrative:
Method: the devices have been returned to the manufacturer for an evaluation and investigation. A visual inspection was performed on the returned units. A review of the device history record (DHR) was performed for the reported lot number. Currently, the investigation and evaluation are still in progress. Results: per the DHR review, the device meet specifications at release. The evaluation and investigation are in progress therefore, results are not available. Conclusions: once the investigation has been completed, a follow-up report will be submitted with the device evaluation results. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.